Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the therapy pca failed. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with the help of a philips remote service engineer (rse). It was determined that the therapy pca needed replacement. The customer was given a quote for a replacement therapy pca, however, the customer declined the repair quote. The device remains at the customer site and no further evaluation is warranted at this time.